Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The customer stated the lithium heparin plasma sample was collected in a 5 ml tube. Samples were centrifuged for six minutes at 4,500 rpm (revolutions per minute). The system was performing within quality control (qc) specifications. The cause of the event is inconclusive.

Event description:
The customer reported non-reproducible false positive troponin I (accutni) results involving synchron lxi 725 system. The erroneous results were not released out of the laboratory. The customer has a standard protocol to verify unexpected results prior to releasing reports out of the laboratory. The customer retests any troponin I result greater than 0.06 ng/ml. There was no report of patient injury or change in patient treatment associated with this event.